Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc 700 au clinical chemistry analyzer. The fse determined that the buffer valves and sample probe malfunctioned. The fse replaced the ise buffer valves and sample probe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported generation of five (5) false ion selective electrolyte (ise) patient results, which include sodium (na), chloride (cl), and potassium (k) on the dxc 700 au ise clinical chemistry analyzer. The erroneous results were reported outside the laboratory and later corrected. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.